Event description:
It was reported, ¿a patient with a 19 gauge needle, had an incident on (B)(6), in which the tube coming off the needle simply ruptured without any external influence. The patient was at home and suddenly didn't feel well. The parents then checked everything and discovered that the tube had ruptured.¿

Manufacturer narrative:
H11: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, ¿a patient with a 19-gauge needle, had an incident on sunday, (B)(6) 2023, in which the tube coming off the needle simply ruptured without any external influence. The patient was at home and suddenly didn't feel well. The parents then checked everything and discovered that the tube had ruptured.¿ no other information was provided.